Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim low audio output on (B)(6) 2014, resulting in a hypoglycemic event wherein patient became unconscious. Neighbor entered patient's home and patient was discovered in bed unconscious, neighbor called 911. Patient's bg was reported as 11 at the time of the incident. Patient contacted paramedics on (B)(6) 2014 to inquire about incident on (B)(6) 2014 and was told patient was given a shot of glucagon and something like a glucose table while patient was completely incoherent. Patient was advised they woke up and refused to go to the hospital. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional. Patient's current condition was described as good.

Manufacturer narrative:
(B)(4).